Event description:
Patient reported obtaining a blood glucose result of 453 mg/dl. Based upon this value, patient delivered additional insulin (amount not provided). Patient stated that they began to experience chest pains, and upon the advice of their physician, sought treatment in the emergency room. Upon arrival at the hospital, patient's blood glucose measured 90 mg/dl (lab value). Patient received no treatment for blood glucose concerns; however, they underwent testing related to chest pains. No controls had been run on the system. A request was made for the return of the suspect product, and replacement product was sent.